Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tunneler was sealed into the plastic. The device was not used on a patient. There was no reported patient injury.

Event description:
It was reported that the tunneler was sealed into the plastic. The device was not used on a patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device returned was one tunneler reportedly from a powerport isp MRI with 8 fr s/l groshong catheter. The complaint of a tunneler extending through the plastic is confirmed and is found more specifically to be a sterile barrier breach. The tunneler appeared straight. The sample was received with original opened bottom tray. The tunneler was located in the depression in which it is normally packaged, except that the tip of the tunneler was extending through the tray material. Consultation of the packaging engineer suggested that the most likely cause was dropping the tray or outer box, such as during transport or storage. The location this occurred is uncertain. The definitive root cause could not be determined based upon available information. It is unknown if shipping or storage issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.